Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage. There was a significant amount of blood on the delivery device, inside of the delivery tube. There was evidence of blood on the exterior of the loading device. The delivery device was returned outside of the loading device. The seal and the tension spring assembly were not returned. The green slide lock was unlocked and white plunger was depressed on the delivery device. It appears that the device was deployed; per the IFU, evidence of blood in the delivery tube indicates proper insertion. Based upon the eval results, the reported complaint for failure to load could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).